Event description:
It was reported that the patient felt he was getting too much baclofen because he had no muscle tone and he was in pain. The patient stated that because he has low muscle tone he could not travel to get a prescription for pain medication. Physician listings were requested. The patient stated that his managing healthcare professional (hcp) would not see him anymore because he was seeing another neurologist who did not work with the pump, and that medicare would not allow the patient to see two different neurologists. The patient had an appointment at the pain clinic on (B)(6) 2015 for a pump refill but they would not change his dose without a hcp order. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported for this event. Follow up was conducted to obtain information but additional information had not been received at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n174809020, implanted: (B)(6) 2008, product type. (B)(4).